Event description:
It was reported that during a lap cholecystectomy procedure, the clips were ejecting out into the pt. The clips were retrieved with graspers. They got a new one to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
Instrument a:sticking jaw. Instrument b: batch # c9d610; expiration: 11/19/2012; MFR date: 12/19/2007. Evaluation summary: the analysis results confirmed that one el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications, however, it was noted to have sticking jaws, and the trigger could be manually opened to release the clip from the jaws. The analysis results confirmed that one el5ml device (b) was received in good visual condition. The instrument was cycled, fed nine conforming clips, one clip with gap and one pear shaped clip due to a non functional anti-backup. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.